Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages, damaged cable) has been confirmed. As received, the belt failed incoming functionality testing, specifically the ECG fall off test. Upon investigation, there was an open along the brown (-5v) wire inside the trunk cable. The cause of the test failure and the reported alarms and damaged cable is the open wire. The root cause for the open wire was excessive force. No adverse event resulted from the defective belt.

Event description:
A us distributor returned belt 59072850 and notified zoll that a patient was receiving adjust belt messages and had a damaged cable.